Event description:
The customer reported that the patient monitor speakers are not functioning. The customer confirmed that the device was connected to a patient when this event happened. There was no report of an adverse to to the patient or user.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor speakers are not functioning. The customer confirmed that the device was connected to a patient when this event happened. There was no report of an adverse to the patient or user.